Event description:
A malfunction was reported with a code displayed as malf 13, and it could not be reset. There was no reported impact on the customer¿s blood glucose level, as they declined to answer whether it exceeded 500 mg/dl. The customer was advised to use multiple daily injections as backup therapy and put the pump in storage mode before returning it. Tandem technical support confirmed the shipping address and instructed the customer to return the pump using a prepaid label within 10 days, with a replacement pump planned to be sent.